Event description:
This lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014 due to atrial undersensing. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).